Manufacturer narrative:
Additional information: a2, b5

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered after the patient completed the prior night's pd treatment. The air detected in cassette alarm occurred 3-4 times during drain 1 of 4 prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered on the external of the cycler set cassette in the morning upon breaking down treatment. The source of the leak was a crack or cut identified in the cycler set cassette. The patient was advised to disregard use of the cycler until the following night's treatment and to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience a serious injury or adverse event in response to the fluid leak. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient continued treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set was discarded by the patient and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered after the patient completed the prior night's pd treatment. The air detected in cassette alarm occurred 3-4 times during drain 1 of 4 prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered on the external of the cycler set cassette in the morning upon breaking down treatment. The source of the leak was a crack or cut identified in the cycler set cassette. The patient was advised to disregard use of the cycler until the following night's treatment and to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience a serious injury or adverse event in response to the fluid leak. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient continued treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set was discarded by the patient and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered after the patient completed the prior night's pd treatment. The air detected in cassette alarm occurred 3-4 times during drain 1 of 4 prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered on the external of the cycler set cassette in the morning upon breaking down treatment. The source of the leak was a crack or cut identified in the cycler set cassette. The patient was advised to disregard use of the cycler until the following night's treatment and to follow up with their peritoneal dialysis nurse (pdrn). It was stated upon initial reporting that the patient did not experience a serious injury or adverse event in response to the fluid leak. The cycler set was discarded by the patient and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.